Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent surgery on (B)(6) 2024, to treat the femoral trochanteric region using trochanteric fixation nail advanced (tfna) implants. During the surgery, the screw being grasped by the inter-lock screwdrivers was released because the patient¿s bone quality was stiff. The surgeon attempted to insert the inter-lock screwdrivers to re-tighten the screw, but a grinding sound was heard, and metal fragments were observed when checked by the image intensifier. The surgeon exchanged the inter-lock screwdrivers with another screwdriver and tightened the screw. After that, the surgeon removed all the metal fragments by forceps. There were no metal fragments left in the patient¿s body; this was confirmed by x-ray. The surgery was completed successfully with no surgical delay. Patient was stable. This report is for a inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that inter-lock screwdriver combined t25/hexa was received fell apart and the distal tip of the shaft component was sligtly worn due to use. No other issues or broken condition were identified with the returned device. A dimensional inspection for the inter-lock screwdriver combined t25/hexa was not performed due to post manufacturing damage. A functional test was performed and during an attempt to assemble the received components were failed due to the distal tip of the shaft component being twisted and bent. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.010.473-15, lot number: 7176p90, manufacturing site: hägendorf, release to warehouse date: 20-nov-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.